Event description:
It was reported the device was used during a cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged cutter, n/a; damaged feed bar, no; damaged floor, yes/bent; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .179; lockout functional, yes and number of clips fed and formed, 5. Analysis conclusion: based upon inquiry info received, visual examination and functional testing, no conclusion could be reached as to what may have caused reported incident. Instrument cycled, fed and formed remaining clips as designed. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure clips feed and form properly.